Event description:
It was reported that the patient was having pain at the implant site as the ipg had flipped. It was also noted that the patient experienced inadequate stimulation despite reprogramming attempt. The patient underwent a procedure wherein the pocket was revised and added an anchor stitch. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was having pain at the implant site as the ipg had flipped. It was also noted that the patient experienced inadequate stimulation despite reprogramming attempt. The patient underwent a procedure wherein the pocket was revised and added an anchor stitch. The patient was doing well postoperatively. Additional information was received that the patient underwent a system explant procedure because the ipg revision did not provide relief. No device malfunction was suspected, and the explanted devices will not be returned.